Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor and inner insulation were extrinsically distorted due to kinking/buckling. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated stretching, as the lead stretched to 46cm and was explant damaged. Visual inspection found outer insulation breached in-vivo/ depression and blood ingression. Concomitant product: rvdr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).

Event description:
It was reported that this patient had pleural effusion due to a possible atrial lead perforation from a procedure that took place in 2011. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.